Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a regulatory authority (case number FDA-2014-n-0736-2260) in united states on 29-oct-2015, identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed. Result and assessment of the product technical complaint investigation received on 20-nov-2015 consumer underwent a vaginal hysterectomy on (B)(6) 2015. Due to severe hemorrhaging, she had to be opened up via a large lower abdominal incision to stop the bleeding. The hemorrhage resulted from her right fallopian tube disintegrating upon being clamped. The second clamp applied to try to control the bleeding also resulted in tube disintegration. Her doctor could not give her a definitive explanation. She is stuck with her left tube being left in place with essure due to a high risk factor for removal. Additionally, her wound developed abscesses six days post operation. She had to have incision reopened, an incision and drainage performed, and a hemovac put in the 14cm x 4cm x 5cm. She stayed in the hospital for five days due to this issue. Sadly, she has a hemovac wound care machine attached to her and will require at home nursing care for dressing changes. Essure had caused her abdominal bloating, weight gain, heavy periods, painful back pain during menstruation, unknown allergic issues and suspected tubal demise. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe hemorrhaging (interpreted as severe genital bleeding). Due to this event, she had to be opened up via a large lower abdominal incision to stop the bleeding. A suspected tubal demise was reported. She underwent a vaginal hysterectomy. Her wound developed abscesses six days post operation. The event severe hemorrhaging is listed in the reference safety information while the others are unlisted. These events are serious. In this case, no alternative explanation was provided for the event severe hemorrhaging and considering its nature, a causal relationship with suspect insert cannot be excluded. With regards to the event suspected tubal demise, since this was not confirmed and additional details are required to assess this event, a causal relationship with suspect insert can be excluded. With regards to the last event, since it occurred post operation, it could be related to this procedure and not a consequence of essure use, thus causality can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical complaint, there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.